Manufacturer narrative:
The lead was returned with no reported event. Failure event observed during analysis. As received, a partial lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation consistent with friction to another device or feature of the patient anatomy. No other anomalies were identified.

Event description:
This report is to advise of an event observed during analysis.